Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: simplex p full dose 1 pack; cat # 6191-1-001; lot # rec053. Tri ts baseplate size 4; cat # 5521-b-400; lot # hty3gb. Triathlon symmetric x3 patella; cat # 5550-g-339-e; lot # 8188. Triathlon cr fem comp #4 r-cem; cat # 5510f402; lot # nbt6s. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the patient, she had a right tka done on (B)(6) 2021. Patient started to experience pain since her surgery. Her pain is only at night and she has to take pain medication. During the day, the patient experiences pain when she bends knee. And she struggles sitting down and getting up. Knee is still swollen and sore to the touch.

Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon insert was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports a patient complaining of pain and swelling at about 6 months after total knee replacement. I can confirm that this event took place since I was able to read the complaint and review medical records. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of pain at six months after surgery are myriad and multifactorial, including surgical technique factors, patient factors and implant factors. These would include infection, early loosening, instability, and soft tissue issues. I have not had the opportunity to see postoperative xrays which would be helpful. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient is experiencing pain post implantation of stryker knee components. A review of the provided medical records by a clinical consultant indicated: this inquiry reports a patient complaining of pain and swelling at about 6 months after total knee replacement. I can confirm that this event took place since I was able to read the complaint and review medical records. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of pain at six months after surgery are myriad and multifactorial, including surgical technique factors, patient factors and implant factors. These would include infection, early loosening, instability, and soft tissue issues. I have not had the opportunity to see postoperative xrays which would be helpful. It is noted that the patient alleged allergy to titanium alloy however, none of the devices reported in this pi contain titanium in their composition. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient, she had a right tka done on (B)(6), 2021. Patient started to experience pain since her surgery. Her pain is only at night and she has to take pain medication. During the day, the patient experiences pain when she bends knee. And she struggles sitting down and getting up. Knee is still swollen and sore to the touch. Update 07-jun-2022: patient reported alleged allergy to titanium alloy and states she will require a revision (not scheduled yet).

Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon insert was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports a patient complaining of pain and swelling at about 6 months after total knee replacement. I can confirm that this event took place since I was able to read the complaint and review medical records. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of pain at six months after surgery are myriad and multifactorial, including surgical technique factors, patient factors and implant factors. These would include infection, early loosening, instability, and soft tissue issues. I have not had the opportunity to see postoperative xrays which would be helpful. It is noted that the patient alleged allergy to titanium alloy however, none of the devices reported in this pi contain titanium in their composition. Additional records were also received which were reviewed. The additional material provides no significant new knowledge of the patient¿s problem. The x-rays provided are of poor quality. I can confirm that the patient had arthrosis of the right knee with osteonecrosis of the medial femoral condyle and that a total knee arthroplasty was performed. There is no supporting documentation of any workup except for a CT scan which was unhelpful. None of the materials provided help in obtaining a diagnosis as to why the patient was in pain. Based on the information I have, I see no relationship of the patient's pain to the implant itself. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient is experiencing pain post implantation of stryker knee components. A review of the provided medical records by a clinical consultant indicated: a review of the provided medical records by a clinical consultant indicated: this inquiry reports a patient complaining of pain and swelling at about 6 months after total knee replacement. I can confirm that this event took place since I was able to read the complaint and review medical records. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of pain at six months after surgery are myriad and multifactorial, including surgical technique factors, patient factors and implant factors. These would include infection, early loosening, instability, and soft tissue issues. I have not had the opportunity to see postoperative xrays which would be helpful. It is noted that the patient alleged allergy to titanium alloy however, none of the devices reported in this pi contain titanium in their composition. Additional records were also received which were reviewed. The additional material provides no significant new knowledge of the patient¿s problem. The x-rays provided are of poor quality. I can confirm that the patient had arthrosis of the right knee with osteonecrosis of the medial femoral condyle and that a total knee arthroplasty was performed. There is no supporting documentation of any workup except for a CT scan which was unhelpful. None of the materials provided help in obtaining a diagnosis as to why the patient was in pain. Based on the information I have, I see no relationship of the patient's pain to the implant itself. It is noted that the patient alleged allergy to titanium alloy however, none of the devices reported in this pi contain titanium in their composition. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient, she had a right tka done on (B)(6), 2021. Patient started to experience pain since her surgery. Her pain is only at night and she has to take pain medication. During the day, the patient experiences pain when she bends knee. And she struggles sitting down and getting up. Knee is still swollen and sore to the touch. Update 07-jun-2022: patient reported alleged allergy to titanium alloy and states she will require a revision (not scheduled yet).